Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000579, serial/lot #:(B)(6), ubd: , UDI#: 00643169955882 h3: a medtronic representative went to the site to test the equipment. Hardware parts were replaced. The imaging system then passed the system checkout and was found to be fully functional. Hardware analysis was completed on the returned console. No faults or failures were found. H6: b01, c02 and d02 apply to the system checkout. B01, c19 and d14 apply to hardware analysis. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that 2d did not appear when the hand switch was pressed during surgery. It was restored by restarting the image acquisition system (ias) and the imaging system was continued for use. The operation was completed successfully. The issue could not be reproduced during inspection on (B)(6). There was a surgical delay of less than an hour and no impact on patient outcome.